Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited change in sensing amplitude and increased capture threshold. Imaging revealed the lead had dislodged. The lead was successfully repositioned on (B)(6) 2023. The patient was stable and asymptomatic.